Event description:
Per the clinic, the patient experienced a loss of osseointegration "about two and a half years ago" (exact date not reported), resulting in fixture loss. The patient was reimplanted another device (date not reported).

Manufacturer narrative:
Correction: the correct catalog # is 92135; not 93333 as previously reported. The device is not available for analysis. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The abutment is not available for analysis.the implanted device remains.this report is filed (B)(4), 2013. (B)(4): implanted device remains.